Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump was dropped and the touchscreen now displays red and green horizontal lines stuck on the screen covering the majority of the pump screen. The touchscreen is unreadable. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of manual injections for alternate insulin therapy.